Manufacturer narrative:
Transverse drive shaft. Evaluation summary: based on analysis results, this complaint is now determined to be a MDR malfunction. The analysis site confirmed the customer complaint and found internal contamination of the device shafts and bushings caused excessive noise per the customer complaint. To correct the customer complaint, the analysis site replaced two drive shafts and two bushings. Per the service manual performed service tests with the unit passing all tests. The unit has not been returned for service prior to this event, therefore no service history review can be done. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a breast biopsy procedure, a squealing noise coming from the ex holster was heard. There was no patient consequence reported. Case was completed using the holster.